Manufacturer narrative:
As further review of the materials, information was corrected as below: implanted date unknown. Notification date: mar 28,2017. Should any additional information received, a supplemental MDR will be submitted.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent an open reduction with revision of the femoral bipolar component approximately four months post revision due a fall. Patient had a history of frequent falls. There were no complications or delays reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided, however, based on information provided, it is likely a fall contributed or caused the dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.